Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with infusion sets and adhesive patch detached from cannula housing/base prior to insertion on (B)(6) 2026. The issue occurred while unwinding the tubing. This emder is being submitted for an unknown number quantity. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.